Manufacturer narrative:
E1 phone number: (B)(6). No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that to monitor central venous pressure of the 15-year-old-female patient, a pressure sensor and its accessories were connected. During the connection process, it was discovered that blood pressure remained low or was very low. Inspection revealed a foreign object blocking the pressure sensor tubing. The pressure sensor was immediately replaced, and subsequent use remained normal.